Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: p1501dr ipg implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient presented to the hospital with five second pauses. The right atrial (ra) lead was oversensing. Sensitivity was increased and the ra lead remains in use. No patient complications have been reported as a result of this event.